Manufacturer narrative:
Manufacturing date from march 13, 2015 to march 16, 2015. The device was not returned; however, a photograph was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection of the photograph could not verify an underinfusion problem as a functional flow rate test must be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor was found to have decreased minimally in size after one week of infusion. The device was filled with 1950 mg of fluorouracil in 0.9% sodium chloride. There was no patient injury or medical intervention associated with this event. No additional information is available.